Manufacturer narrative:
Concomitant products: product ID :37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a power-on-reset (por) had condition had occurred on the patient¿s implantable neurostimulator (ins) with associated error code unknown. It was noted that the patient had forgot their recharger unit when they went on vacation and was not able to recharge during that time. There were no reported symptoms or complications that were associated with the event. The por was successfully cleared and completed and the patient was reported as doing great and receiving effective therapy. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.